Event description:
Device 2 of 3. Reference MFR. Report#: 1627487-2019-02875 &1627487-2019-02878. Further follow-up indicates the patient had surgical intervention on (B)(6) 2019, during which the entire system was explanted.

Event description:
Device 2 of 3. Reference MFR. Report#: 1627487-2019-02875 &1627487-2019-02878. It was reported the ipg can not go into MRI mode. As a result, the patient will undergo surgical intervention on a later date.

Event description:
Device 2 of 3; reference MFR. Report#: 1627487-2019-02875 &1627487-2019-02878.